Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of cardiomyopathy experienced a series of adverse events following the implantation of a ventricular assist device. Initially, the patient presented with facial droop, right upper extremity weakness, and back pain. The patient was admitted to the ICU for right upper extremity numbness. Diagnostic imaging, including a computed tomography scan of the brain/head, revealed a subarachnoid hemorrhage which progressed to an intraparenchymal hemorrhage. An echocardiogram confirmed an inflow cannula malposition in the early post-operative period due to the angle of the cannula, contributing to low flows in the pump. Anticoagulation therapy was held as part of the medical intervention. Despite these efforts, the patient's condition deteriorated, and the family elected a do not resuscitate/do not intubate (dnr/dni) status. The patient ultimately succumbed to a stroke and died.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) low flow alarm logged on (B)(6) 2024. As a result, the reported low flow event was confirmed. The reported malposition event could not be confirmed due to insufficient evidence. Of note, information provided by the site revealed that the patient's cause of death was due to stroke. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed and/or incorrect positioning of the vad. A possible root cause of the reported pump malposition event may be attributed, but not limited, to surgical technique during implant. Per the instructions for use, neurological dysfunction, bleeding, pain, syncope, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.